Event description:
Bilateral total capsulectomy, explanation of mammary implants, dissection of pocket and reconstruction with 360cc textured saline implants. Right and left prosthesis.patient does not know name of manufacturer of explanted breast prosthesis.